Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history showed no power issues. No damage was found to the battery compartment or battery cap. The battery cap was found to be within specifications. The pump was exercised for 24 hours with no alarms or power issues occurring. The pump cover was removed and no damage was found to the battery flex. Unrelated to the complaint, the pump's history showed a time and date reset to factory default. The pump's internal battery was found leaking.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The pump allegedly lost power after the display became discolored/faded that day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.